Event description:
A guide is used that goes ober the implant/base plat that allows the surgeon to drill and implant additional screws to secure the baseplate. When removing the guide, the piece that attaches to the baseplate broke. To remove the broken guide piece, the implant had to be removed and replaced. No effect to patient.